Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient received an MRI and shortly after the test, the scs system would not power on nor would any external devise communicate with the ipg. Follow-up identified surgical intervention was undertaken wherein the ipg was explanted and replaced with a MRI compatible model. Stimulation was restored postoperatively thus resolving the issue.

Manufacturer narrative:
Corrected data: explant date updated to (B)(6) 2018 which was initially reported inaccurately as (B)(6) 2018.